Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer experienced low blood glucose which caused them to had a seizure. The customer stated that emergency medical service was dispatched and they went to the emergency room. The customer's low blood glucose was 36 mg/dl. The customer believed that they were treated with glucagon and that they were on an intravenous which they believed had glucose in it. Customer was unknown that if the insulin pump was in auto mode at the time of the incident. The insulin pump will not be returned for analysis.